Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that at around 7pm, the patient daughter found the patient unconscious and was unable to wake him up. The patient's cgm was showing a sensor failed alert. It could not be recalled what the patient¿s last known cgm value was prior to him going to bed. The patient was also wearing a tandem insulin pump. Emergency medical services (ems) was called and the patient was transported to the emergency room (ER). After going to the first medical facility, the patient was transferred a larger hospital, where his bg level was 1809 mg/dl and he was diagnosed with dka. He was treated with IV insulin and hospitalized for two days. The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.